Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image and the black piece in the front was not locking the camera paddle in place during inspection for use. There were no reports of patient harm.